Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 40 mg/dl. The other relevant blood glucose level was 300 mg/dl. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random partial opened or used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also, visually found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion or needle complaint due to customer return sensors no needles.